Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility rep. "Per customer during the check out procedure, the unit's 45 sec alarms led would not reset and the audible alarm would not go off any more, the unit was not on a pt per customer. I told customer it was likely the alarm board from customer's illustration of the problem. I told customer I would send him the alarm board."

Manufacturer narrative:
The user facility returned the alleged faulty alarm board to our mfg plant for evaluation, however, the evaluation has not begun as of yet.